Event description:
It was reported that during a preventative maintenance service call the system 9600+ dose output was measured normal at 7-8 rad/min. The tube arced and the system then locked up. Upon reinitialization, the dose measured above 20 rad/min. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The ge representative found the x ray regulator circuit board to be defective. The circuit board was replaced. The system tested within specification and the preventative maintenance procedures were completed. The system was returned to service.